Event description:
Pt presented to the emergency dept with arrhythmias and chest pain. Pt went to the ep lab for evaluation of malfunctioning pacemaker despite being fully tightened, the ventricular lead screw became loose and could be easily pulled from the header.